Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est). Short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report was received from the USA with information stating that an 840 ventilator had a blank upper display. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event was not provided.